Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated enzymatic hemoglobin a1c (a1c_e) result was obtained on a patient sample on the atellica ch 930 analyzer. Quality control (qc) was out of the range. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse inspected the washer lines and probe tubings, performed auto-alignment on all arms and mixers, then performed auto check pre water bath maintenance. Further, the cse performed bath water maintenance, reran auto check, and noticed that the valve and y-fitting were blocked. The cse replaced fitting, valve and flush lines, reaction cuvettes, dilution cuvettes and the source lamp, then performed full auto check, realigned reagent probe 1 and ran atellica test protocol (atp) test, which recovered acceptably. Siemens is evaluating the event.

Event description:
The customer reported that a falsely elevated enzymatic hemoglobin a1c (a1c_e) result was obtained on a patient sample on the atellica ch 930 analyzer. The erroneous result was reported to the physician(s). The sample was repeated on the original analyzer. The repeat result was consistent with comparable result on atellica dca platform and was considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated a1c_e result.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2025-00248 on 19-sep-2025. Additional information (19-sep-2025): siemens reviewed the instrument data and observed that the milli-absorbance/signal values for a1c_e calibrator levels were approximately 5 units lower. In addition to the service activities mentioned in the initial report, the siemens customer service engineer (cse) inspected the washing assemblies and probes for leaks or kinks and discovered a clogged valve on one of the dilution washer aspiration probe valves, which was replaced. Further, the cse also replaced the dilution arm probe and reagent 1 arm probe. The quality control (qc) data demonstrated improved recovery and precision after these service actions. Siemens evaluated the event and concluded that the improperly reconstituted a1c_e calibrators, which resulted in a skewed calibration curve, potentially contributed to the falsely elevated a1c_e result. The component code, investigation findings and investigation conclusions codes in section h6 were updated to reflect additional information. The instrument is performing according to specifications. No further evaluation of this device is required.